Event description:
On (B)(6) 2014, the reporter contacted animas indicating a hospitalization for diabetic ketoacidosis. There was no additional information provided at the time of the call. Animas has attempted to follow up with the reporter regarding the event. A review of animas records indicated that the patient had previously been advised to discontinue use of the pump on (B)(6) 2014. It is unclear if the patient was using the pump at the time of the event or if the pump may have contributed to the event. This report is made based on the allegation that the patient was hospitalized for diabetic ketoacidosis and the pump could not be ruled out at this time as a possible cause or contributor to the event.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This is a late MDR submission due to a software issue that has been reviewed with the FDA on november 7, 2014.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/04/2015 with the following findings: the last bolus delivery was on (B)(6) 2014. On (B)(6) 2014 12:27 an unexplained power on reset occurred; deliveries never resumed. No alarms occurred during 24hr duration testing. The daily insulin delivery totals correctly reflect user's programmed basal rates.. Pump passed delivery accuracy test and was found to be delivering within required specifications. Unable to duplicate the complaint. Unrelated to the complaint, the display screen has a pinkish contrast and the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.